Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7111716. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the lead had migrated which was confirmed via lead sync after a fall. Program optimization was attempted and was successful.